Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing from the anatomy (clip became caught on the anterior mitral leaflet (aml)) appears to be related to a combination of patient anatomy and poor image resolution. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the cds. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy and shadowing of the device. The clip delivery system (cds) was advanced and placed on the mitral valve however the clip became caught on the anterior mitral leaflet (aml). The clip was able to be freed and repositioned then deployed without further issue. Two additional clips were implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.